Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an expired navien being used in large vessel occlusion clot retrieval which occurred after an extended onyx procedure. It was reported that following a long case with onyx injected, final imaging revealed a clot in the patient's m1/m2 bifurcation. There were no additional neuro-interventional products available at the site. The physician (hcp) attempted aspiration with a phenom plus catheter without success which was attributed to the phenom plus small inner diameter of 0.445mm. Other departments storage at the site were checked and nothing was available to assist in the procedure. The hcp asked the manufacturer representative (rep) if they had anything that could assist in their trunk stock and the rep checked their vehicle, locating a navien072. The hcp then decided to attempt to retrieve the clot with the navien. This was passed from the rep and two surgical nurses, none of whom checked the expiration date on the navien packaging. The navien catheter was navigated to the clot location but a stent was still needed to retrieve. The rep then went to their office and obtained a stroke kit and returned to the site. The clot was then retrieved successfully. While collecting all items, the rep observed the navien use-by date was (B)(6) 2020. It was noted that the patient large vessel occlusion was attributed to the procedure. No patient symptoms were reported. Ancillary device: phenom-17 microcatheter additional information received from the physician indicated that once the procedure was nearly done, the physician decided to exchange the sonic microcather for another apollo. However, when pulling out sonic, it detached mid-shaft, hanging down carotid to aortic artery. The catheter took 2.5-3hours to get it out with snares, causing the adverse events listed. The patient was being treated for a davf. It was noted that the patient didn¿t wake up so well and was sent to an ecr site where it was found that there was a clot in m1 region. This was a couple of hours after first thrombectomy. Ecr was performed at second site but the physician could only get some of the clot out. The patient is still at the hospital and most likely have some for of disability.